Event description:
Device 2 of 2. The patient received 2 scs leads with different lot numbers. Reference MFR. Report: 1627487-2012-03478. It was reported the patient is no longer receiving stimulation on her right side. Lead diagnostics showed invalid impedance values on the scs lead contacts. Follow-up identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.